Event description:
The account stated the c16000 analyzer generated results which were linked to the incorrect sample ID. The account stated the c16000 analyzer is installed to an accelerator aps system. The c16000 analyzer generated error 5504 (invalid position for sample carousel) followed by error 5159 (sample carousel rotation error) and went into stopped status. The account stated some samples were still scheduled, the problem corrected and the c16000 went into running status. The account stated the first sample which was processed after the c16000 was running again was linked to the first scheduled sample. Therefore, the sample a which was still scheduled after the c16000 went into running status received the results from sample b which was aspirated first. No incorrect results were reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation - incorrect result produced for the subsequent sample identification number after the module was back in running status. To investigate this issue, the investigation team reviewed the complaint text, architect system labeling, and the instrument logs. The message history log revealed the generation of error codes 5504, 5159, and 0550 on (B)(6), 2009. The time frame of the other instrument logs did not pertain to the date of the occurrence. Unfortunately, the instrument logs did not confirm the issue. During the investigation evaluation testing, error code 3600 prevented the module from returning to running status to process the sample tubes without cycling power first. Therefore the investigation evaluation testing was unable to reproduce the customer issue. The architect system operations manual provides adequate information regarding troubleshooting of error codes 5504, 5159, and 0550. No product deficiency was identified. This is a final report.

Manufacturer narrative:
Evaluation - investigation in process, no method, results or conclusion code can be chosen at this time. Results assigned to incorrect sample ID this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.